Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their device is moving and it is pretty pointed. The patient said that the point is sticking right at their scar and they can feel it on their shirts and it is sensitive. Follow-up was conducted for additional information but was unable to obtain requested information after multiple follow-up attempts. The device remains in use. No further patient complications have been reported as a result of this event.